Event description:
It was reported that the customer had an issue with connecting the transmitter to the sensor. Customer stated that the transmitter does not flash when it is connected to the sensor and that he receives a lost sensor on the device. Customer also stated that there are no electrodes under the adhesive. Customer advised to return the sensor. Sensor will be replaced. No additional information provided.

Manufacturer narrative:
Inspected one opened and used enlite sensor. Found sensor cannula bent inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.